Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received a call that this device was malfunctioning. Boston scientific technical services (ts) advised to have patient reach out to the following clinic. This device remains in service. No adverse patient effects were reported.